Event description:
Pt with breast cancer metastatic to 1 lymph node, participated in clinical trial. Received adriamycin (60 mg/ml) and cyclophosphamide (600 mg/ml) every 3 weeks x 4 cycles, and taxotere (100 mg/ml) every 3 weeks x 4 cycles. Prior treatment included a left modified radical mastectomy (2003). A lifeport device was inserted for chemotherapy. Pt developed swelling, tenderness, and reoness of the r.u.e.; venous doppler (right arm) in 2004 was positive for deep vein thrombosis; started on anticoagulant therapy. Pt's lifeport was removed in 2004. Per consversation with medical oncologist deep vien thrombosis unexpected and unrelated to chemotherapy. Related to lifeport catheter.